Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, a partial distal segment of the lead was returned in one piece. Additional finding unrelated to the reported event: an external insulation abrasion was found at 41.8 ¿ 42.3 cm from the distal tip breaching the optim sheath only consistent with friction to the device can.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.